Event description:
It was reported that the patient was concerned that no matter what they do the controller continued to say low power, change batteries. This occurred despite patient changing batteries, clip's, and plugging into the mobile power unit (mpu). The patient presented to the clinic and upon assessment one battery had 1 bar of charge and the others were fully charged. It seemed to take a little longer to run this patient's history than other patients, but aside from that all equipment seemed to be functioning as intended. All the battery clips were cleaned. The battery that was at one bar was plugged int the universal batter charger and indicated that it needed to be calibrated. The patient stated that they had calibrated these batteries in the last few months. Log files were sent for review. The event log file captured low voltage advisory and hazard events on (B)(6)2025 at 1312 while using battery power. The patient connected the white power lead to the mpu briefly while the black lead was connected to an almost drained battery resulting in low voltage alarms. There were some odd voltages noted when using battery power. The cause of the alarm was determined to be the controller malfunctioning causing the batteries to drain inappropriately. Equipment was inspected, the clips were cleaned, and batteries were assessed by plugging into the battery charger. One of the batteries needed calibration which the patient was instructed to do when back home. The controller and 14v batteries were exchanged, resolving the event. The controller would be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of premature battery depletion while connected to system controller (B)(6) could not be confirmed; however, the submitted log files were reviewed for the reported event date 14aug2025 and an extended low voltage advisory alarm was observed at 13:12:20 confirming the reported alarm. The low voltage advisory was due to the black power cable being connected to partially depleted batteries while the white power cable was connected to the mobile power unit. The alarm resolved at 15:26:50 when the external power source was changed to fully charged batteries. No other notable alarms or events were observed within the log files reviewed. The system controller was returned in unremarkable physical condition. Further testing was performed on the returned unit, and the system controller was able to operate for an extended period without any atypical alarms active. Extended operation was performed multiple times on different test batteries, and the reported premature battery depletion could not be reproduced. The root cause of the reported event could not be determined off the information provided. Incidental findings: wire fatigue was observed on the white power cable. The device history record for the system controller ((B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ detail the appropriate use of the 14v li-ion batteries, including calibration and ensuring the batteries are fully charged prior to use. It is stated that before removing a battery from the battery charger, make sure that the battery has completed its charge or calibration cycle. After removing the battery from the battery charger, use the battery power gauge that is on the battery to check the battery¿s charge level. This section also cautions the user, if batteries do not give at least four hours of support, take them out of service. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.